Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with device. Failure event observed during analysis. Final analysis found insulation abrasions in two locations due to friction to an unknown source or feature of the heart. (B)(6). (B)(4).